Manufacturer narrative:
As reported, hydro-surg plus laparoscopic irrigator insufflation tubing cracked inside the package. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, hydro-surg plus laparoscopic irrigator insufflation tubing was noted to be cracked inside the package. There was no reported patient injury.